Manufacturer narrative:
Device passed the displacement test and self test. Volume did change when adjusted. Audio/vibrate anomaly or absence of alarm not confirmed. No pump error 63 alarms noted during testing and were not found in the formatted history file. Device received with scratched case. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not alarmed and had beep anomaly. No harm requiring medical intervention was reported. The device will be returned for analysis.